Event description:
The device was returned for service. During service by baxter, broken door latch was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported ¿problem with handle¿. Information was not provided regarding whether or not the problem occurred during a patient infusion.evaluation summary: a baxter service technician evaluated the pump and found broken door latch. The reported condition of ¿problem with handle¿ was confirmed due to broken pump door latch. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.